Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The outflow graft is designed to provide a connection between the outflow of the pump and the anastomosis to the patient's ascending aorta. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that during attachment of the outflow graft to the pump, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. The patient's previously reported ofg occlusions are captured under MFR 3007042319-2017-01890 ((B)(4)) and MFR 3007042319-2017-01897((B)(4)). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that a patient was admitted to hospital with an occluded outflow graft. Of note, the patient had two previously reported outflow graft occlusions that were treated with balloon-expandable stents. On this occasion, the site also opted to treat the patient with balloon-expandable covered stents (two 10 x 79 mm, one 10 x 59 mm and one 10 x 39 mm) throughout the length of the outflow graft. One of the 10 x 79 mm stents was deployed with one edge approximately 1 cm into the collar of the pump's inflow cannula and the 10 x 39 mm stent placed across the graft-aorta anastomosis (which had previously been severely angulated and narrowed). The site reported that the deployment of these four stents was successful in de-angulating the entirety of the outflow graft and the previously deployed stents. In addition, they reported that the patient's mean arterial pressure increased by 20-30 mmhg. The procedure was completed with no evidence of patient complications. The event was reported to have been resolved on (B)(6) 2017. The primary investigator reported that the event was related to the study device and unrelated to the patient's condition or to the implant procedure.  No further information has been provided.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: outflow graft was not returned for evaluation. Review of the inspection documentation confirmed that the associated device met all requirements for release. Log file analysis revealed six (6) low flow alarms were logged since 02/ june/2017. The reported event of outflow graft being occluded or kinked could not be confirmed since the device was not returned and no supporting evidence was provided by the site. Of note, the reported event was resolved when four stents were deployed in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and information provided, possible causes of the event may be attributed to constriction at the outflow graft and the most likely root cause of the low flow events can be attributed to inappropriate pump rotational speed. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the outflow graft with (B)(4) was not returned for evaluation. Review of the inspection documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files were not available for analysis. The reported event of outflow graft being occluded or kinked could not be confirmed since the device was not returned and no supporting evidence was provided by the site. Of note, the reported event was resolved when four stents were deployed in the outflow graft. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.